Manufacturer narrative:
The reliability analysis inspected 1 opened or used enlite sensor. A visual inspection was performed and found sensor needle bent inside sensor base. We were unable to confirm the sensor was in the said condition due to the sensor being opened or used.

Event description:
A family member reported that the customer's sensor and needle housing would not release. The customer's blood glucose value was unknown. A replacement was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.